Event description:
It was reported that the plastic fixation mechanism broke on the housing during use. The procedure was completed with a back up device with no delay and no allegation of adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. According to the quality investigation details, the cause of the failure is a chemical attack on the guide rails that occurred as a result of improper sterilization practices including improper rinsing, or use of improper concentration of a basic disinfectant. The instructions for use supplied with this device contain a caution which states "cleaning agents with ph levels higher than 10.5 may cause the housing material to crack when allowed to contact the surfaces of the housing."